Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. The lot number was reported to be not available per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus block h11: investigation results: the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of balloon pinhole could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for stricture performed on (B)(6) 2026. During the procedure, a pinhole was noticed in the balloon. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.